Manufacturer narrative:
This report is submitted on august 24, 2021

Event description:
The device was explanted (B)(6) 2021 due to electrode migration. The patient was reimplanted with another cochlear device during the same surgery.